Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap roux-en-y procedure, the device would not open. The jaws were forced open with a grasper. The tissue was damaged and there was blood loss, about 200 cc. The surgeon hand sewed to complete the case. No patient consequences.